Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Complainant reported the patient was on impella cp for hemodynamic support. While on support abdominal bleeding, ventricular tachycardia (vt), and concerns with high purge pressure was noted. High purge pressure resolved when heparin was added. No relationship between impella and vt noted. The device was explanted, care was withdrawn, and the procedural outcome was the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.